Event description:
The manufacturer's representative reported that at pump refill, the actual reservoir volume was 15cc; expected reservoir volume was 4.2cc. The hcp attempted to refill the pump and was only able to refill with 15cc. He then aspirated 15cc, and then refilled, and only got 15cc in again. The patient has had recent increases in daily dose due to increased symptoms. Device troubleshooting was being considered. A follow-up report will be sent if additional information becomes available.